Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced pair new transmitter message. No product or data were provided for evaluation. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No additional event or patient information is available.